Manufacturer narrative:
This event occurred in (B)(6).

Event description:
The initial reporter stated they received discrepant results for one patient sample tested with the elecsys troponin t hs stat assay on a cobas 8000 e 801 module. The patient sample initially resulted with a troponin t value of 426 ng/l and this value was reported outside of the laboratory to the emergency department. Subsequent samples collected from the patient resulted with values of 34 ng/l, 35 ng/l, and 34 ng/l on unknown dates and times. The complained sample was then repeated on (B)(6) 2019, resulting with a value of 38.1 ng/l. The troponin t reagent lot number was 419260. The reagent expiration date was requested, but not provided.

Manufacturer narrative:
This issue is isolated to the tnt assay on the e801. This product is not manufactured in the us. The us is not impacted as there is no tnt assay marketed for use on the e801 instrument in the us .